Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the front left spindle allegedly broke at the weld while in use allegedly throwing the consumer off of the unit.

Event description:
Provider alleges the front left spindle allegedly broke at the weld while in use allegedly throwing the consumer off of the unit.

Manufacturer narrative:
Weld failure/unknown.